Event description:
Pt was explanted due to infection. It was reported that the infection was present at both the pulse generator/pocket and bipolar lead/cervical areas. It was reported that the pt had a superficial infection and was treated with antibiotics for 3 months and debridement of the site. The pt reportedly irritated/scratched the incision sites. The ncp system was later explanted.